Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the left eye due to blurred vision after targeting myopia and a new lal implanted as a replacement. No additional information is available.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).